Event description:
Allegedly, patient experienced pain in his right hip and sought treatment. It was determined that the patient had elevated levels of cobalt and chromium ions in his blood serum, and it was recommended that the decedent undergo surgery. On (B)(6) 2021, the patient undergoes a revision surgery to remove the hip implant. After the surgery events such as subluxation and non-displaced acetabular fracture were experienced, requiring additional surgery on (B)(6) 2021.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.